Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two days after initial implant, the right ventricular lead was sensing low r waves. The lead remains in use. No patient complications have been reported as a result of this event.